Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer called to report the insulin pump alarmed for no delivery during the basal stage. Blood glucose reading was 110 mg/dl. Troubleshooting was performed. No anomalies were noted. Advised that it might be a site occlusion issue and to monitor the insulin pump. Nothing further reported.